Event description:
Miradry treatment performed (B)(6) 2014. Approximately (B)(6)2014, patient presented with an abscess under left axilla that was drained and packed, with antibiotic (clindamycin) prescribed by the treating clinic. At follow-up visit approximately (B)(6) 2014, patient was much improved and feeling better. Advised to complete the course of antibiotics and call the clinic if symptoms returned. Patient has crohn's disease and was taking immunosuppressants (humira) at the time of treatment. Patient understood risks and had signed a consent form prior to treatment.

Manufacturer narrative:
Additional serial #: (B)(4), lot #: 13h1943. Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed, with no issues identified. Infection is a known, rare risk of the procedure, however, patients on immunosuppressants at the time of treatment may be more prone to this risk.